Event description:
It was reported that there was damage to the detector (skyplate) with artifacts. It was unable to connect portable skyplate detector to the system. There was no harm to patient or user.

Manufacturer narrative:
Reference ID:(B)(4). Proxidiagnost is an x-ray unit for nearby controlled digital and conventional fluoroscopy and radiography. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips field service engineer performed on site analysis which concluded that the detector was damaged due to user dropping it on the corner of the table top. Calibration was successfully performed for the detector however the images still showed artifacts due to the damage. The device was replaced with new detector and is returned to use with full functionality.

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00037 (4880980): 1. Contact office: changed from "(B)(4)" to "(B)(4)." 2. Date received by mfg: changed from "blank" to "05/23/2024."